Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: clogging of the light guide tube (aux water channel) was traced to component failure, however the cause of the white residue could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a clogged light guide tube (aux water channel) with white residue. There was no patient involvement.